Manufacturer narrative:
(B) (4). No product was returned to assist in this investigation. The integrity of this device is inspected during the mfg process and also prior to shipping. The following scenarios may have contributed to the described damage concerning the suspect device. It is possible the introducer was inserted at an angle, creating a gap between the sheath and dilator, which would result in a shoveling effect, causing the material to crease. It is also possible the dilator was not properly secured within tuohy borst prior to insertion. This would have allowed the dilator to slip backwards during advancement, resulting in a poor transition with the sheath. Furthermore, this incident may be a result of the device encountering tough tissue at the entry site. Nevertheless, the appropriate individuals have been notified and we will continue to monitor for similar events.

Event description:
Shuttle sheath was approached through the right brachial artery. Angiography was performed and the access vessel seemed fine. However, the tip of the sheath did not advance further than the subclavian artery, so the sheath was removed and a 7fr radifocus was inserted to dilate the puncture site. A few minutes later, the radifocus was removed and the shuttle sheath was inserted again. However, the tip of the sheath did not advance further than the subclavian artery again and this time, it was unable to remove the sheath. It was thought to be due to spasm at the sheath insertion site and drugs such as sigmart, coretec, liple and nitroglycerin were administered but it did not relieve the spasm. A cardiovascular surgeon took over the procedure and a small incision was made in the puncture site to separate the sheath from the vessel wall and the sheath was then removed. No serious complications were observed and the pt is improving.